Event description:
On 3/30/2023, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak anchor would not advance through the guide. This was discovered during a hip labral repair procedure on (B)(6) 2023. Additional information received on 3/31/2023: nothing broke inside the patient, and the case was completed using a product from another manufacturer.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.